Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t¿ percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during preparation outside the patient, it was found that there was a hair-like object in the unopened replacement tube. The procedure was completed with a new endovive¿ securi-t¿ percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported with no patient injury.

Manufacturer narrative:
One securi-t replacement bolster was received in a sealed pouch. A visual examination of the returned device revealed that there was a hair inside of the sealed pouch. The complaint was consistent with the reported incident. Based on the information available and the analysis performed, the most probable cause for the complaint event will be documented as "manufacturing execution error", the manufacturing process was not executed as validated/as designed. An investigation has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during preparation outside the patient, it was found that there was a hair-like object in the unopened replacement tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported with no patient injury.